Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred due to a failure of the high voltage power supply board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned as part of the asset return process. Upon inspection and testing of the returned device, it was observed that the device displayed error code e433 and e181 due to a faulty high voltage power supply board and there were minor scratches on the housing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, high frequency unit "esg-400" to the olympus service center. Upon inspection and testing of the returned device, it was observed that the device displayed error code e433 and e181 due to a faulty high voltage power supply board. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.